Event description:
Patient to receive enteral formula of 875ml via pump to infuse over 8 hrs. Formula infused over 6 1/2 hours resulting in pt complaints of emesis. Patient utilizing pump via MFR's guidelines.